Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing double vision and ghosting while watching television at a distance. She reported that her near vision is clear. In a follow-up with the consumer, she indicated a history of contact lens wear for 30 years and a history of monovision with this eye set for near and the fellow eye set for distance vision. She did not know if her iol was also set for monovision. She also reported having lasik prior to iol implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).